Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving an unknown drug via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient was having a hard time urinating since her permanent pump placement and wound leakage post operatively. The patient noted a week ago accidentally, had the incision open up when her dog jumped on her tummy. The bleeding looked to be coming from a hematoma. The clinical diagnosis was issues urinating and pocket hematoma. Intervention of being prescribed/administered augmentin occurred on (B)(6) 2015. The event resulted in an urgent care visit. On (B)(6) 2015 the incision site looked excellent with no signs of infection. The outcome was noted to be resolved without sequelae on (B)(6) 2015. The etiology of the event was noted as not related to the device or therapy and possibly related to the implant procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.